Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 560mg/dl. The customer stated that when she went to hospital on (B)(6) 2013 to have her baby, the end cap sticker came off the insulin pump. The customer experienced vomiting and weak achy. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the customer to run a manual prime process and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Checked the alarm history and found low reservoir, low battery and motor error alarms. Ran the high pressure and displacement test and they passed. No further information was provided.